Event description:
It was reported that the healthcare provider had a hard time accessing the refill port. A possible flipped pump was discussed but not confirmed. Drug delivered via the device was baclofen (lioresal). Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Product ID 8590-1, lot# n318233, implanted: 2012 (B)(6); product type accessory product ID 8709, serial# (B)(4), implanted: 2005 (B)(6); product type catheter. (B)(4).